Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * could you please confirm if the needle broke into separate pieces or if the entire needle detached from the suture? * did any needle piece fell inside the patient? If yes, what efforts were made to retrieve it? Was it retrieved during the same procedure? * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Unfortunately no one at the facility can provide any additional information. I brought the shipping kit to the facility yesterday afternoon and it will be shipped on monday with the packaging and labels provided.

Event description:
It was reported that a patient underwent a robotic general procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by the customer to sales rep that during a robotic general surgery, the needle broke while passing down the robotic trocar. No patient consequences. Device will be returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4)., was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on may 4, 2026. The component was identified as product code vcp416h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4). Revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. A manufacturing record evaluation was performed for the finished device 10ajcl / vcp416h batch number, and no non-conformances were identified.